Manufacturer narrative:
1.the customer returned one video but did not return the defective sample. The video shows that the defective sample is not visible; the customer described the defect of the sample in the video (when withdrawing the needle tube, the tube separated from the needle hub). 2. DHR/bhr review (lot#5147611): 1) the products of this batch were assembled at intima ii auto line 2 in jun 2025 and packaged at r240 package line in jun 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for needle removal force test, needle and paddle hub pull strength test, and the test results all meet the product specifications. 4. The needle and the paddle hub are fixed by adhesive. After bonding, the equipment has 100% visual detection system to remove defective products. The vision detection system is challenged with standard samples every 12 hours and when changing gauge to ensure the accuracy of its detection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the returned video does not allow us to identify the specific defect condition of the sample, and the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc needle broke. During the needle withdrawal procedure for a pediatric patient, the needle shaft separated from the hub at the connection point. The needle shaft remained in the withdrawal area. No adverse consequences occurred for the patient. The procedure was completed using a replacement of the same model that was found to be in good working order.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.